Event description:
It was reported that the patient underwent a surgical procedure to remove this tactra malleable penile prosthesis for unspecified reasons. The existing device was removed and replaced with a new tactra. No additional information was reported.